Event description:
Reportedly, a 6900p, 25mm was explanted at implant due to the tricentrix did not get properly deployed causing the valve to be suture looped. The device (B) (6) will re-inservice the staff. (B) (4). The device is not being returned due to it was discarded.

Manufacturer narrative:
A device histoty record was not possible due to no lot/serial number was provided.

Manufacturer narrative:
Tricentrix did not get properly deployed causing the valve to be suture looped. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 34.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.